Event description:
The dealer stated the on off switch under warranty as the dealer stated it was not working. The dealer did not provide information as to usage, hours or patient information. No injury or property damage was reported.